Event description:
The customer reported that during a partial gastrectomy procedure, the knife of the device would not retract and the jaws could not be re-opened while the device was applied to tissue. The surgeon removed the device from the tissue by resecting the tissue directly adjacent to the device jaws. There was no injury to the pt. A new device was opened to complete the procedure.

Manufacturer narrative:
(B)(4). Return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.